Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had congestive heart failure symptoms and upon workup, the patient was found to have an extrinsic outflow graft (ofg) obstruction. There was a plan to get the ofg stented.

Event description:
A computed tomography angiography (cta) was done and the patient was found to have an extrinsic outflow graft (ofg) obstruction with moderate ofg stenosis along the distal aspect due to low-attenuation material. An echocardiogram was also done and found increased right ventricular dilation. It is planned to get the ofg stented when the patient is more stable. The patient remained admitted. The patient suffered a tracheal bleed from suctioning.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation as no images were submitted and the device remains in use. Additionally, a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding and congestive heart failure symptoms could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.